Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) has scratches and bubbles. The iol remains implanted with no symptoms to the patient. The physician at this point will not be removing the lens. There were no complications such as a capsule tear, vitrectomy or sutures. No further information was provided.

Manufacturer narrative:
Section a4, a5 patient information: information unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.